Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 142 mg/dl with a trace of ketones. The customer was concerned about bg fluctuation and thought that the pump may be over or under delivering insulin. The customer had performed a pump system check which showed that the insulin was exiting from the infusion set tubing. The customer set a temporary basal rate of 150 percent to address the bg level. The customer indicated that the bg level and ketones would be monitored. The customer declined tandem customer technical support's (cts) offer to troubleshoot to determine a possible cause of the event. Reportedly, the customer had been using novolog in the cartridge for 4-5 days. Cts contacted tandem clinical diabetes specialist who stated that the customer's diabetes educator at the healthcare provider's office would reach out to the customer to address the reported issue.

Manufacturer narrative:
The pump data was reviewed and no device failure was noted.